Event description:
The article, "comparison of zero-contrast left atrial appendage occlusion to contrast-guided left atrial appendage occlusion", was reviewed. This research article is a retrospective single-center experience to evaluate the safety and efficacy of zero-contrast left atrial appendage occlusion (laao) with contrast-guided implantation and to evaluate device-specific outcomes in a contrast-free setting. The devices included in the study were watchman and amplatzer amulet. The article concluded that zero-contrast laao may be as safe and effective as contrast-guided laao. It may be particularly beneficial in patients with renal impairment. A borderline higher pdl rate was observed with the watchman¿ device. [The primary and corresponding author was maciej cieslik, department of cardiology and internal diseases, military institute of medicine ¿ national research institute, warszawa, poland, with corresponding e-mail: maciejcieslik77@gmail.com.] This study included patients who underwent laao from 01 (B)(6) 2021 to (B)(6) 2024. A total of 159 patients were included in the study, of which 44% (37) received an abbott device. The average age of the zero-contrast group was 75.7 years. The average age of the contrast group was 75.6 years. The majority gender was male. Comorbidities included hypertension, hyperlipoproteinemia, diabetes mellitus, atrial fibrillation, kidney failure, bleeding, gastrointestinal bleeding, and ischemic stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, hyperlipoproteinemia, diabetes mellitus, atrial fibrillation, kidney failure, bleeding, gastrointestinal bleeding, and ischemic stroke. Complications reported included patient device interaction problem (thrombus, residual shunt), device embolization, stroke, pericardial effusion, thrombus, transient ischemic attack, bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: comparison of zero-contrast left atrial appendage occlusion to contrast-guided left atrial appendage occlusion b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.